Event description:
In 2003, the cryopreserved pulmonary valve & conduit was implanted into a pt of unknown medical history during valve replacement surgery (type unknown). A report from the distributor indicates that the valve was subsequently explanted about four months later, secondary to early degeneration of the pulmonary valve, characterized by a loss of endothelial cells, secondary secretion of fibrin and resorbing and scarring granulation tissue. The explanted valve was replaced with another cryopreserved pulmonary valve & conduit and no further complications have been reported to date.